Event description:
It was reported that the bd intima-ii IV catheter experienced leakage at connection site. The following information was provided by the initial reporter: leakage at the connection between the positive pressure connector of the indwelling needle and the infusion tube.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards.

Event description:
It was reported that the bd intima-ii IV catheter experienced leakage at connection site. The following information was provided by the initial reporter: leakage at the connection between the positive pressure connector of the indwelling needle and the infusion tube.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.